Event description:
Device 1 of 2. Ref MFR's report: 1627487-2009-00253. The pt received his scs sys on (B) (6) 2008. It was reported that 3 months postoperatively, the physician had planned a lead revision, but upon opening the pt's ipg pocket during the procedure, there appeared to be an infection. It was reported the physician said the infection was not device-related. The physician explanted the pt's entire system and discarded the devices. The pt was not scheduled to receive a replacement system.

Manufacturer narrative:
Device 1 of 2. Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.